Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were unexplained hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 622 mg/dl. Customer was wearing the pump at the time of hospitalization. The customer states that the sites are coming off their body. The customer was off the insulin pump prior to the hospitalization. The customer did not return the product back for analysis.